Manufacturer narrative:
Please refer to the attached report the detailed analysis of the battery curve shows normal curve and no sign of irregular behaviour since the beginning of life of the subject device. The current consumption is normal. The charge time at 42 j on 04 december 2024 lasted 17.5 seconds and is longer than expected. A second charge time on 04 december 2024 would have shown shorter charge time duration. Battery curve is normal, as well as the device consumption. Any issue is suspected on the subject device. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes

Event description:
Reportedly, during the in clinic follow dated 04 dec 2024, the charge time was 17,5 sec. Correct threshold and impedance lead values. The device has already been able to deliver shocks.